Event description:
It was reported that a catheter issue occurred. The patient presented with peripheral artery disease. The 72% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the catheter was in place and the motor drive unit was engaged, the screen briefly showed an image and then went black. The catheter was flushed but the issue was not resolved. As the device was being removed, resistance was encountered. After several minutes, the catheter was removed, but the non-boston scientific guidewire was completely wrapped around the catheter. The devices were then slowly removed from each other. The procedure was completed with a new wire and another opticross 18 catheter. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The patient presented with peripheral artery disease. The 72% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the catheter was in place and the motor drive unit was engaged, the screen briefly showed an image and then went black. The catheter was flushed but the issue was not resolved. As the device was being removed, resistance was encountered. After several minutes, the catheter was removed, but the non-boston scientific guidewire was completely wrapped around the catheter. The devices were then slowly removed from each other. The procedure was completed with a new wire and another opticross 18 catheter. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and assembly were kinked, there was catheter twist beginning 15.2 cm from the lap joint section, and imaging core windup beginning 24.5 cm from the distal end of the connector rod. Microscopic inspection revealed the guidewire exit port was deformed, but the tip was in good condition, and that there was a broken drive shaft. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing showed an electrical open in the proximal catheter.

Manufacturer narrative:
Visual inspection revealed the sheath and telescope assembly were kinked and there was catheter twist beginning 15.2 cm from the lap joint section. A broken drive shaft was found within the telescope section of the device from the distal end of the connector shaft. Microscopic inspection revealed the guidewire exit port was deformed, but the tip was in good condition. Impedance testing showed an electrical open at the proximal end of the catheter. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The patient presented with peripheral artery disease. The 72% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the catheter was in place and the motor drive unit was engaged, the screen briefly showed an image and then went black. The catheter was flushed but the issue was not resolved. As the device was being removed, resistance was encountered. After several minutes, the catheter was removed, but the non-boston scientific guidewire was completely wrapped around the catheter. The devices were then slowly removed from each other. The procedure was completed with a new wire and another opticross 18 catheter. No patient complications were reported.